Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
The device history review indicated that all devices met specification at the time of manufacture. The complaint history review found no other events for the subject device lot. A visual inspection noted the device to be in used condition as evidenced by light surface damage on most surfaces of the device. Functional inspection confirmed the reported event, the two devices could not be fully assembled. Further inspection found that the retaining component intended to hold the modular jaw to the clamp had become partially unthreaded and this prevented complete assembly. Upon returning the retaining component to its correct position the device was found to be functional. The event was confirmed. It was determined the reported loose fit of the two devices was caused by an unthreaded locking mechanism. When the locking mechanism was returned to its correct location the device was returned to good function. Based on the age of the device and condition indicating frequent use the root cause of the unthreaded component is assumed to be normal wear of the device. No evidence was found to indicate the device was not manufactured to specification.

Event description:
It was reported that the assembly of patella reaming clamp and patella tendon clamp was loose. The loosening was noticed before op, so spare products were used in op.

Event description:
It was reported that the assembly of patella reaming clamp and patella tendon clamp was loose. The loosening was noticed before op, so spare products were used in op.